Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise, which triggered pacing inhibition. The noise was believed to be caused by damage to the lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise due to lead damage was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts.